Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut off when the shock button was pressed and it would intermittently not power back up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction of device "shutdown" was observed during testing. However, after disassembling the device to determine root cause, the malfunction was no longer seen. The printer interconnect flex cable and analog board were replaced as precaution. The reported malfunction of "intermittent power" was not duplicated or confirmed. The device was tested with the test accessories without duplicating the reported malfunction. Review of error logs did not find any evidence to support the reported event. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.